Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after using two headed pins to make the 4in1 cuts, the assistant used a pin driver to remove the pin and it would not come out. Attempted to use the attune pin adaptor on a hudson but it did not work. The cutting block was able to get off but unable to remove the screw due to it being bent. Worked with the scrub in the case and spd afterwards but was not able to remove it. A picture of the cutting block is available that can be emailed. A replacement is needed asap. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for examination. Physical examination of the returned device confirmed the allegation. The threaded headed pin is found jammed inside the chamfer block. There is no broken condition found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (age), a3, b5, d4, h4, h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a.

Event description:
Additional information received indicated that the end of the pin broke off during the case on the back table when the scrub was attempting to remove it from the block. There were no adverse consequences that affected the patient.